Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes were overfilling. The following information was provided by the initial reporter: ¿several instances of the citrate tube overfilling.¿

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfill with the incident lot was observed. Evaluation and testing of the customer samples was performed and overfill was observed. The +10% is at 1.98, one drew 1.9884. Per stability assessment of 1.8 ml vacationer safety coagulation tnt tubes a small percentage of 1.8 may draw above +10% specification up to 4 months past date of manufacture, therefore 1.9884 was still within historical product performance boundaries. All tubes were visually inspected and no defects were found. Additionally, retention samples were selected from bd inventory for evaluation and testing and upon completion, the issue relating to overfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for overfill with the incident lot was observed. Evaluation and testing of the retain samples was also conducted and overfill was not observed. Root cause description: based on the investigation, a root cause could not be determined, further investigation determined historical product performance boundaries were met. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes were overfilling. The following information was provided by the initial reporter: ¿ several instances of the citrate tube overfilling. ¿